Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign substance attached to the adhesive area around the light guide lens and the tip, but it was not possible to identify the foreign substance. It is unclear if reprocessing was done according to the instructions for use. There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and the evaluation found the following: due to wear of the angle wire the play of the up and down knob was out of standard value, the adhesive on the bending section cover was detached, the adhesive around the objective lens had wear, there was corrosion around the forceps elevator, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the light guide lens, plastic cover and distal end had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.